Event description:
It was reported that the patient presented at the emergency room complaining of a shock. The patient had successfully been shocked appropriately by the implantable cardioverter defibrillator (ICD) for ventricular tachycardia (vt). It was also noted that a non-sustained oversensing alert was present and true under sensing was observed. The source of the oversensing was the patient's intrinsic rate. Programming changes were recommended. The patient was subsequently admitted for a ventricular tachycardia (vt) ablation procedure unrelated to the device and received an upgraded device due to the patient's ejection fraction.